Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 02:00 am, the patient woke up feeling low and having a headache. The cgm reading was 375 mg/dl, and when the patient took a fingerstick the blood glucose reading was around 30 mg/dl. The patient did not treat the hypoglycemia and went back to sleep. The parent/reporter didn't know why the patient did not self-treat and was not sure if her son turned off the close-loop feature. The patient woke up again around 05:00 am and as the cgm was reading 290 mg/dl at that time, his omnipod automatically administered 2.5 units of insulin. The parent did not specify if the patient was experiencing symptoms of being low during this time. No calibration attempt was made. The patient went back to sleep again and when he woke up around 06:00 am, he was still feeling low, shaking and dizzy. His cgm was showing low value and a fingerstick confirmed this, but the parent can't remember the exact values. The patient was brought to the hospital by the parent, and when a fingerstick was taken the blood glucose reading was around 40 mg/dl. The cgm reading was not checked at that moment. The patient was treated with intravenous fluids dextrose, a glucose tablet, and soda and sugary food. At the time of the report, 2 days after the day of the event the patient was still at the hospital but was stable. The cgm reading was 297 mg/dl, and the blood glucose reading was 283 mg/dl at that moment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e and a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.